Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. The set was visually inspected and a slightly stretched silicone segment was noted. Tactile examination found that the silicone segment tubing was slightly weakened on its upper portion just below the upper fitment. Functional testing confirmed slight bulging during priming and a gravity infusion. The root cause of the silicone segment balloon was not able to be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a ballooning in the silicone pump segment. There is no report of patient harm.